Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom "thinks door is open". The unit alarmed "door not fully latched" during the eval, corresponding with the reported symptom. Eval found that this was caused by a failed lower link switch. The lower auxiliary assembly, which contains the failed lower link switch, was replaced.

Event description:
It was reported that a spectrum infusion pump "thinks door is open". It was also reported that there was no pt injury.